Manufacturer narrative:
Unit had constant tone alarm and blank display due to moisture damage on electronics.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a constant tone. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.